Manufacturer narrative:
Additional information was added to d9, h3, and h6 h11: the device was received for evaluation. A simulated infusion was performed, and no alarms were observed. Functional testing also included a flow accuracy test, and no issues were observed. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was alarming, but the pump was not in an alarm state. The pump was still infusing, but there was no red beacon and no alarm screen. The blood infusion was given completely without any issue. This occurred during patient infusion in ICU. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.